Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with blood in the inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a longitudinal rupture in the balloon above the distal marker. Scanning electron microscopy (sem) analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker along a balloon fold/crease. There was also a slight ridge observed in the distal marker. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this could not be confirmed. It was reported that the balloon was not soaked in saline during device preparation. The trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, this can contribute to a balloon rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was moderately calcified and may have contributed to the reported rupture. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A definitive cause for the reported balloon rupture along the fold and damage noted could not be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the left anterior descending artery. The trek balloon ruptured at 12 atmospheres during the first inflation. There was no significant delay in the procedure and no adverse patient effects. It was further noted that although the catheter was flushed, the balloon was not submerged in saline during preparation. No additional information was provided.